Event description:
Upon evaluation of the smart linox ICD lead there was a high impedance and noise problem. There was evidence of a lead issue on prior checks as well. The lead was abandoned and replaced with a 6935. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).